Event description:
On 05-may-2026, a sales representative reported via (B)(4) that the castle tip connection pieces on ar-8973-01 outrigger targeting guide had sheared off. This occurred during a case; they were able to complete the case without any issues.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.